Event description:
Home health nurse calling to schedule a new hydration pump replacement due to malfunction. Stated pump is not staying on for hydration infusion. Serial number (B)(6). Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unknown. If yes, was the patient able to successfully continue their infusion? Unknown. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, pump replaced. No further information provided. Frequency: 1 day every 4 weeks. Diagnosis for use: other encephalitis and encephalomyelitis.